Event description:
A 2.5 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk coronary lesion. It was reported that delivery system was inserted to the lesion site and upon balloon inflation, the physician noticed that the stent was not on the balloon. The stent was found outside the pt located inside of the stent's protective sheath. The pt is fine. Medtronic has received the device and its analysis has been completed. The balloon had been inflated. The stent was placed on the stylette with the protective sheath. The mid section of the stent was stretched and deformed. There was clear evidence of crimp/bake impressions on the inflated balloon. Additional info received from the field confirmed that there were no issues noted when taking the device out of the packaging or from the hoop. It was confirmed by the field that excessive force was applied to remove the protective sheath during prep. Please note that this device (lot number 0000446391) is distributed outside the united states; however, it is similar to the united states distributed product.